Manufacturer narrative:
This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable. Malfunction code of balloon-leakage no longer applies.

Event description:
As reported, an 8mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was used. However, when the doctor attached the indeflator device and applied negative pressure, air was aspirated out from somewhere. The product evaluation confirmed the luer hub was cracked. The physician tried attaching a three-way stopcock and it was properly connected to the indeflator, but s/he could still hear a hissing sound of air being aspirated in from somewhere. The malfunction was noted to have occurred during inflation. The procedure was completed with a same size non-cordis balloon catheter. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There are no kinks or other damages noted prior to inserting the device into the patient. The intended procedure was from the radial artery to the iliac. The lesion had mild calcification with mild vessel tortuosity. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The same inflation device was used with other devices during the procedure. There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon catheter through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend and was not kinked during use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was used. However, when the doctor attached the indeflator device and applied negative pressure, air was aspirated out from somewhere. The physician tried attaching a three-way stopcock and it was properly connected to the indeflator, but s/he could still hear a hissing sound of air being aspirated in from somewhere. The malfunction was noted to have occurred during inflation. The procedure was completed with a same size non-cordis balloon catheter. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There are no kinks or other damages noted prior to inserting the device into the patient. The intended procedure was from the radial artery to the iliac. The lesion had mild calcification with mild vessel tortuosity. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The same inflation device was used with other devices during the procedure. There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon catheter through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend and was not kinked during use. The device will be returned for evaluation.